Event description:
It was reported that this pacemaker was explanted and replaced due to a non-product experience. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that the rubber seal over the setscrew of this pacemaker was damaged by forceps when removing the device during a pocket revision procedure. Boston scientific technical services (ts) was consulted, and device replacement was recommended. Therefore, this device was explanted and replaced with a new one. No additional adverse patient effects were reported.